Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient received two inappropriate shocks for t-wave oversensing on the right ventricular lead. Reprogramming was performed and the lead remains in use. No further patient complications have been reported as a result of this event.